Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of lung cancer, while detaching the lung parenchyma, the stapler was fired but had an incomplete staple line on the distal part. It was also noted that some of the staples did not form. Manual suturing was done to complete the case.